Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device was received with enclosure and front cover having permanent marker on them, water tank cover had cracks on all four corners, pole clamp discolored, line cord worn and faded, quick connect corroded, printed circuit board (pcb) missing standoff behind the liquid crystal display (lcd) screen. Per functional testing, could not duplicate complaint. The device came up to 42.0 celsius but the pump was very loud. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that during biomed preventative maintenance, it was found the temperature only gets up to 37 c after 20 minutes run time. Even after attempting to calibrate the temperature swing is out of spec (41.9 +/- .1 c). No patient involvement was reported.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.